Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
During a customer visit on (B)(6), 2011, raqa rep was informed in detail by dr/surgeon about an early revision because of a luxation.